Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported a stroke occurred. In (B)(6) 2013, a left atrial appendage (laa) closure procedure was performed. During the procedure, three partial recaptures were performed as there was not a complete seal. The patient had a 33mm watchman ® laa closure device implanted successfully that was placed distal to and spanned the entire laa ostium with a complete seal noted. The patient was on warfarin for 45 days post procedure. They discontinued in (B)(6) 2013 and started on plavix until (B)(6) 2014. In (B)(6) 2015, the patient experienced an ischemic stroke. A computed tomography (CT) scan was performed. They were discharged five days later with their medication changed or regimen adjusted. The event was considered resolved in (B)(6) 2016.